Manufacturer narrative:
(B)(4). Batch # n53989. Lot #:n90a5l, manufactured date:02/04/2016, product exp. Date:1/31/2021. Lot #:n90a6a, manufactured date:02/05/2016, product exp. Date:1/31/2021. Lot #:n90e32, manufactured date:02/12/2016, product exp. Date:1/31/2021. Lot #:n90k1w, manufactured date:02/27/2016, product exp. Date:1/31/2021. The analysis results found that a plee60a device was returned outside its original package. No packaging material was returned for analysis. We were unable to investigate the reported event as the packaging material was not returned to us. No conclusion could be reached as to what may have caused the reported incident. The lot history records were reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
Per user facility medwatch form, #(b)(3) before an unknown procedure; when the box was opened, the inner corner of the sterile container for stapler was cracked and unsterile for use. The device was never placed on the field. It is not known how the procedure was completed. There were no patient consequences reported.